Event description:
Healthcare professional reported right side capsular contracture, "grade is unknown." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, crease fold, deformation, and yellow biological tissue. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, "grade is unknown." The device has been explanted.